Manufacturer narrative:
The device was repositioned and remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that one month post implant, the patient with this cardiac resynchronization therapy pacemaker had 'twiddled' with his dressing and device. The device pocket had remained red since the implant and a localized pocket infection was suspected. A revision procedure was performed; the device was repositioned inter-pectorally and remains implanted. No additional adverse patient effects were reported.